Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947 implantable tachy lead, (B)(6) 2008. (B)(4).

Event description:
It was reported that battery voltage in the implantable cardioverter defibrillator (ICD) had an unexpected drop. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that battery voltage in the implantable cardioverter defibrillator (ICD) had an unexpected drop. The device remainsin use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
No eval other description: analysis cannot be completed at this time due to pending litigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.